Event description:
Multifunction cardio respiratory monitor with oxygen saturation capability being used on a pt in the intensive care unit. Audible alarm for low saturation automatically shut off after only 2 alarm tones even thought pt was still in alarm condition parameters. (Oxygen saturations continued to drop to 57% without audible before returning to normal). MFR aware, but remains unable to problem solve.